Event description:
It was reported that the patient had a mammogram which "crushed" the device. The device was fully checked and found to be working within normal limits. It was indicated the physician did a careful inspection of the device site and was able to palpate an indentation in the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.